Manufacturer narrative:
Additional information: d6 - implant date, d9 - no product return and h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nb018z/ as enduro femoral component cemented f2r (aesculap ag reference no. (B)(4)). Nb011z/ as enduro tibial comp.offset cemented t1 (aesculap ag reference no.(B)(4)). Nr295z/ as femur extens.stem 6° d15x157 cemented (aesculap ag reference no.(B)(4)). Nr178z/ as tibia offset stem d18x92 cementless (aesculap ag reference no.(B)(4)). Nr865z/ as enduro femur spacer distal f2 8mm (aesculap ag reference no.(B)(4)). Nr864z/ as enduro femur spacer distal f2 4mm (aesculap ag reference no.(B)(4)). Nr400z/ as nut f/femur extens.stem all sz. Neutr. (Aesculap ag reference no.(B)(4)).

Event description:
It was reported that there was an issue with nr881z - as enduro meniscal component f2 12mm. According to the complaint description, a poly swap was required due "tightness" (extract 12mm and replace). The instruments for removal were not available, and the hinge could not be disconnected in order to remove the implants. Posterior osteophytes were cleaned out and the implants put back together. The surgery went well. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nb018z/ as enduro femoral component cemented f2r (aesculap ag reference no. (B)(4)). Nb011z/ as enduro tibial comp. Offset cemented t1 (aesculap ag reference no. (B)(4)). Nr295z/ as columbus cr/ps tib.plat. Cemented t4 (aesculap ag reference no. (B)(4)). Nr178z/ as tibia offset stem d18x92 cementless (aesculap ag reference no. (B)(4)). Nr865z/ as enduro femur spacer distal f2 8mm (aesculap ag reference no. (B)(4)). Nr864z/ as enduro femur spacer distal f2 4mm (aesculap ag reference no. (B)(4)). Nr400z/ as nut f/femur extens.stem all sz. Neutr. (Aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.